Manufacturer narrative:
Device evaluation summary: the patient's equipment was replaced after the treatment but prior to the patient's death. Monitor sn (B)(4) and electrode belt sn (B)(4) were worn by the patient during the treatment event. Monitor sn (B)(4) and electrode belt sn (B)(4) were given to the patient following the treatment and were used until the device was removed. Monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Will release monitor sn 07119839 and electrode belt sn (B)(4) from complaint. Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor reported that a patient passed away on (B)(6) 2018. It was reported that the patient's passing was not cardiac related and that the patient was not wearing the lifevest at the time of passing. Prior to passing, the patient received an inappropriate treatment from the lifevest. It was reported that the patient was in the hospital and was conscious at the time of the treatment event. The patient's nurse was present. At 06:22:24, the patient received a treatment while in atrial fibrillation with rapid response at 160 bpm. The post-shock rhythm was sinus tachycardia at 130 bpm. No vt/vf was seen while monitoring the patient's rhythm. The device was powered down a final time at 09:13:05 while the patient was in supraventricular tachycardia at 180 bpm. The patient reportedly passed away around 3 pm. There is no indication that the inappropriate treatment caused or contributed to the patient's death as the lifevest was removed while the patient was in a life-sustaining rhythm. The patient passed away due to non-cardiac reasons while not wearing the lifevest.